Event description:
The customer reported cardiac troponin I (tni ul) imprecision on an advia centaur cp instrument. The customer provided one example of a discordant tni ul result which was reported to the physician(s). The physician(s) questioned the result because it did not correspond to the patient's clinical history. The sample was repeated on the same system. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tni ul result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After data evaluation, the cse performed a background test on the system using lot number s18 cuvettes. The cse replaced the cuvettes with lot number o13. The cse also performed an empty and fill of all the cuvettes. The cse successfully performed a tni ul precision test. The cause of the discordant tni ul result using cuvette lot number s18 is unknown. The instrument is performing within specifications. No further evaluation of the device is required.